Event description:
The clinic reported that a laser vision correction patient presented with slipped flap and striae in the left eye one day post treatment. The flap was repositioned using a johnston applinator. The visual acuity sans correction (vasc) approximately ten days post repositioning was 20/25 for the right eye and 20/20 for the left eye. The patient was reported to have no improvement, no further information has been provided.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.